Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported after the lead implanted, there could no be sensing or capture threshold read from the device. The lead was removed and replaced. The patient condition is fine.